Event description:
It was reported by the customer that pyxis medstation es system had door failure. The customer reported that the door experienced a malfunction each time a nurse retrieved medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door failed. A field service engineer disassembled the latch panel. He secured the stabilizer to the white harness connection. Additionally, he applied black grease and cleaned the contacts of the micro switch. The system functioned as intended after the field service engineer resolved the issue.